Manufacturer narrative:
The affected product was returned and evaluated to determine the cause of the reported incident. Our investigation included a dimensional inspection of the devices which indicated all dimensions are within print tolerance.

Event description:
It was reported that a revision surgery was performed due to loosening.